Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® low profile 17° abutment (ilpac3417) was reported but not returned for investigation. Therefore, visual evaluation could not be verified. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed since the products were not returned. No pre-existing conditions were reported. The reported devices had been placed on an unknown tooth location for an unknown period of time. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot number was unknown. A complaint history review by item number was conducted for the ilpac3417 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the available information, device malfunction and the reported event could not be verified as the devices were not returned and pictorial evidence was not provided. The device was not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. First name unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient had a fractured ilpac3417 abutment screw within an implant with an unknown lot number. Dr. Was challenged trying to remove the base of the abutment that was stuck inside of the implant. No additional information provided. Tooth location not reported.